Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified multiple downstream occlusion alarms however the log cannot be used to distinguish true and false alarms. The device was found within specification in relation to the customer reported downstream occlusion which was not reproduced. The evaluator found the pump to function as intended with respect to the reported problem and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.